Manufacturer narrative:
This is the same event as 3010536692-2016-00385. This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to a possible loose stem, according to x-ray results.